Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00502. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had dislocated on three occasions prior to being revised. No operative notes or dates are available as the patient did not attend theatre for closed reductions. Patient has parkinsons and surgeon feels this has contributed to his dislocations. Surgeon states that liner wear indicates impingement in external rotation and his feeling is the shell needed to be more anteverted. Exceed liner and head removed and freedom liner and head implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code recommended - mechanical -head. The reported implant dislocation was confirmed by the provided radiographs and the metal transfer marks observed on the biolox delta head. Deformation and creep of the high wall of the e1 liner indicates impingement from the femoral stem, as also observed by the surgeon during revision. The positioning of the acetabular shell could not be measured on the provided radiographs. However, it is reported in the complaint description that the surgeon felt that the shell needed to be more anteverted. Additional radiographs are required to discuss positioning and alignment of components. Based on the visual assessment of the received components and on the available information, it appears that the reported joint dislocations that led to implant revision were caused by impingement of the femoral stem against the high wall of the e1 liner. The reported parkinson¿s disease suffered by the patient and the sub-optimal positioning of the acetabular shell described by the surgeon may also have contributed to the reported dislocations. Other factors that may have contributed to the revision of the implant cannot be discussed without provision of additional radiographs. The additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. The devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. A review of complaint history found no additional related issues for these items and the reported parts and lot combinations. Initial review of the x-ray images (dislocation x-ray ap) by the assistant research manager found that the head has dislocated and is covering the edge of the shell which makes it difficult to accurately measure the inclination angle of the shell. The post-primary radiographs and/or pre-revision radiographs prior to dislocation would be needed in order to assess the component sizing, position and alignment. Pre-revision x-rays were provided, however after initially reluctantly agreeing to provide post-operative x-rays the surgeon now does not wish to supply. As these are not available the x-ray review was not conducted. The product item no. Ep-053654 batch 2943693 has not been involved in any previous field actions or capas. The product item no. 650-0661 batch 2981231 has not been involved in any previous field actions or capas. A definitive root cause cannot be determined. The likely condition of the devices when they left zimmer biomet is conforming to the specification. The reported event has not been confirmed as the products have not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2021-00502-1. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: the patient had dislocated on three occasions prior to today's revision. No operative notes or dates as the patient did not attend theatre for closed reductions. The patient has parkinson's and the surgeon feels this has contributed to his dislocations. The surgeon states that liner wear indicates impingement in external rotation and his feeling is the shell needed to be more anteverted. Exceed liner and head removed today and freedom liner and head implanted. Operative notes are attached for original and revision surgeries. Patient outcome - revision. Addi - 17 dec 2021. Name of the hospital where the initial procedure was performed? (B)(6). Name of the surgeon who performed the initial procedure? (B)(6).